Manufacturer narrative:
This ipg number is included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt has not recharged the ipg as recommended. In turn, the pt has lost stimulation and the charger/programmer can no longer communicate with the ipg. An sjm rep met with the pt on (B)(6) 2014 and the ipg was confirmed to be inoperable. As a result, the pt will undergo surgical intervention.